Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty power switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Technical assistance center (tac) support engineer performed troubleshooting with the customer. Troubleshooting and investigation determined that the sdi port on the monitor was bad. Customer indicated that they will not be sending in the monitor for repair since they can still use the sdi 2 port. Unit is not powering up. Tac recommended replacing the monitor with a newer generation monitor due to this generation is no longer supported. Customer understood this and device will be replaced by ordering a newer model. The device was not returned to olympus for evaluation as the monitor is 10 years old and as stated, the customer will be replacing it with a newer model. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition liquid crystal display (lcd) monitor failed to power up. The issue was found during an unknown procedure. The doctor used the monitor connected to the computer to complete the procedure. There was no delay or patient harm associated with the event.